Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "battery err/improper shutdown," was not reproduced. The device functioned as intended when installed in a known working pump. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. The battery cell requires replacement as a precautionary measure. Additionally, when a "battery error!" Presents on the pump, the pump should not be unplugged due to a potential lack of battery power. Unplugging the pump when a "battery error!" Is displayed could result in a shutdown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module had an error/improper shutdown. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.